Manufacturer narrative:
Product analysis: analysis was able to confirm the reported grommet issue; the main seal was pinched between the case halves at the battery drawer. Analysis also noted that the lower case was broken, the hanger was broken, both display wires were pinched with exposed wires, and the lock button on the keypad was collapsed. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the grommet worked its way out of the external pulse generator (epg) case. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.